Event description:
It was reported that an ilet pump presented with a nonresponsive touchscreen and displayed alert 62, indicating a touchscreen communication fault; the user attempted standard troubleshooting, including cleaning, wake and unlock steps, charging, and a restart, after which the touchscreen became intermittently responsive before recurring, and a replacement device was arranged. Symptoms included no adverse clinical effects, as the user was using saline in the pump and managed blood glucose via multiple daily injections. Outcomes included no injury, no medical intervention, and no healthcare utilization. Investigation included customer interview, device restart, review of device alarm history, and receipt and inspection of the returned device. Investigation of this case revealed a failure of the touchscreen/lcd communication function. It was concluded that the complaint was confirmed based on the reported alert and observed behavior, with device replacement provided.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.